Manufacturer narrative:
The root cause of the hemolysis was not determined since the product was not returned and insufficient clinical details were provided. B5 revised with the additional information received from the clinical site. H6 health effect - clinical code revised to include the additional information received. F6/f8-should have been left blank on the initial manufacturer device report 1220648-2024-11712 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-11712 in accordance with updated procedures. H6 component code revised from the initial manufacturer device report 1220648-2024-11712 in accordance with updated procedures on.

Event description:
Additional information received via abiomed¿s long-term outcome and quality indicator impella (loqi) registry indicating an allegation of hemolysis. The loqi states: very profoundly coagulopathic in the or with significant product transfusion with 6u prbc's, 4u plt's, 8 ffp, and 3 cryo. Also loaded with brilinta. 2u prbc's since arriving to ICU. The relatedness to the pump use is "possibly".

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry indicating an allegation of ventricular tachycardia ¿cp, insertion of direct impella 5.5 on (B)(6) 2024. Ventricular tachycardia in the or prior to start of procedure. Very profoundly coagulopathic in the or with significant product transfusion with 6u prbc's, 4u plt's, 8 ffp, and 3 cryo¿. The patient is unknown at this time.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Manufacturer narrative:
The investigation for the reported ventricular fibrillation/ventricular tachycardia (vf/vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf/vt could not be determined. D4-updated model number.